Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 314 mg/dl, due to just having eaten dinner and not having delivered a bolus yet. Then customer delivered a bolus for the meal that was just eaten, and the customer accidentally delivered too large of a bolus for the meal consumed. At the time of the call, the customer's bg level was not impacted by the over-delivery. Follow up information was received the following day stating that the customer's bg level was within normal range.